Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32427. It was reported the patient experienced ineffective therapy. Diagnostics indicated all leads had multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy due to high impedance was reported to abbott. Reprogramming was unable to resolve the issue. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.